Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture.

Event description:
Patient's representative reported left side "encapsuled, deformed and feels pain". Additional report of "radial folds", "small amount of fluid around the implant", "capsular contracture" baker grade unknown, "intracapsular implant rupture" and "calcifications." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red encapsulation. No creases were observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.